Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced an infection. The recipient was treated with antibiotics, however, the issue was not resolved. The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient reportedly experienced a skin flap infection due to device extrusion. The recipient will not be reimplanted.

Manufacturer narrative:
The explanted device is reportedly lost and will not return to advanced bionics for analysis. A review of the device history record noted no rework.

Manufacturer narrative:
The recipient's infection is reportedly still being treated with antibiotics. The recipient is recommended another 3-4 months of antibiotic use.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. Additional treatment details were not provided. The recipient's infection has resolved. The recipient is doing well. This is the final report.